Manufacturer narrative:
Zoll has not yet received the lifeband involved in the reported complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) was used to treat a patient in cardiac arrest. The patient was placed on the platform, and the compressions were performed for almost 30 minutes. Then, the platform stopped compressions and displayed user advisory (ua) 02 (compression tracking error) error message. As reported, the lifeband (lot # 143423) kept getting twisted intermittently, and the issue was observed 2 or 3 times during the use of the platform. The user tried to clear the error multiple times, but the issue was not resolved. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2020-00482 for the autopulse platform (sn: (B)(4)).